Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the pt was experiencing an infection at the generator site following the replacement of the generator. It was noted that the nurses at the pt's group home noted redness and infection signs at the operation site on pt's chest. There was also mention of wound dehiscence, which was later resolved. The pt's generator was then removed and treated with vancomycin due to the confirmed presence of (B) (6). There was no known pt manipulation. The pt is expected to have his device replaced. No further details have been made on the event.